Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that there was difficulty in advancing the guide wire within the introducer needle. The guide wire had a bend as it was removed. A second attempt was initiated.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "wire had a bend" is confirmed. Upon return, the guidewire had numerous bends towards the distal tip. The root cause of the bends is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The complaint will be monitored for any developing trends.

Event description:
The customer alleges that there was difficulty in advancing the guide wire within the introducer needle. The guide wire had a bend as it was removed. A second attempt was initiated.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "wire had a bend" is confirmed. Upon return, the guidewire had numerous bends towards the distal tip. The root cause of the bends is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The complaint will be monitored for any developing trends. Other remarks: please refer to MDR #3006425876-2017-00089/(B)(4) and MDR #3006425876-2017-00090/(B)(4) related to this complaint.

Event description:
The customer alleges that there was difficulty in advancing the guide wire within the introducer needle. The guide wire had a bend as it was removed.a second attempt was initiated.